Manufacturer narrative:
A philips field service engineer (fse) visited the customer site and confirmed the reported issue. The fse rebooted the central station which resolved the issue and the alarming returned to normal. There was no additional device testing performed. After rebooting the device, the alarms were found to be too loud and were adjusted through the configuration to a suitable level. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(6).

Event description:
It was reported that pic ix device is not providing audible alarming. The device was in use on a patient at the time of the event. There was no adverse event reported.